Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when they tried to deploy the bands, it was noticed that the bands could not be deployed. When they removed the scope, it looked like the white band deployed before the blue bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150103 captures the reportable event of band premature deployment. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was correctly secured, and the slack was taken up correctly. Additionally, the trip wire was kinked. The ligator head was returned with four bands attached and one band was observed broken and overlapped. Waste from the procedure was also found on the bands. Microscopic examination was performed, and it was found that one ligator head tooth was bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. The bands were moved from their original positions indicating difficulties with deployment, possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation and/or technique used during the procedure that caused the ligator head teeth to bend and the band to break. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in the movement of the bands and deployment failures. Additionally, the trip wire was found kinked. This could have been generated due to handling and manipulation of the device and/or the technique used during preparation. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when they tried to deploy the bands, it was noticed that the bands could not be deployed. When they removed the scope, it looked like the white band deployed before the blue bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.